Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had 7.9 years of remaining longevity noted from the last follow-up; yet, today there was no telemetry despite multiple attempts using multiple programmers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.